Event description:
It was reported that for the last three weeks the stimulator would not hold a charge. The patient's typical recharge interval was once every two weeks. The patient reported that approximately 30 minutes after recharging the stimulator would shut off. The patient also stated that they experienced loss of therapeutic effect. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3778-75, serial# (B)(4), implanted: (B)(6) 2007. Product typ: lead: product ID 3778-75, serial# (B)(4), implanted: (B)(6) 2007. Product typ: lead: product ID 37752, serial# (B)(4), implanted: (B)(6) 2007. Product typ: recharger: product ID 37742, serial# (B)(4), implanted: (B)(6) 2007. Product typ: programmer, patient: product ID 3708140, serial# (B)(4), implanted: (B)(6) 2007. Product typ: extension: product ID 3708140, serial# (B)(4), implanted: (B)(6) 2007. Product typ: extension. (B)(4).